Event description:
A patient contact reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized with peritonitis. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2024 following abdominal pain. Laboratory specimens obtained and tested in the hospital have not been provided to the outpatient clinic as the patient remains hospitalized and results were not reported to the outpatient clinic. The patient was diagnosed with peritonitis due to intra-abdominal sources. It was explained the patient has chronic gastrointestinal disease that causes diarrhea and is unrelated to pd therapy or the use of any fresenius product(s) or device(s). The patient¿s infection was determined by his nephrologist to be attributed to a transmigration of bowel flora due to chronic intra-abdominal inflammation. The patient was prescribed both intraperitoneal (ip) vancomycin and ip gentamycin (dosages, frequency and duration was not reported) to address the infection. The patient was able to undergo continuous ambulatory pd (capd) utilizing manual exchanges as capd was the preference of renal replacement therapy in the admitting facility. The patient¿s pd catheter (not a fresenius product) was removed on (B)(6) 2024 due to the nature and severity of infection and a central vascular catheter was placed in favor of hemodialysis (hd). The patient was able to continue with hd therapy on a hospital provided hd device (unknown brand and model) for renal replacement therapy for the duration of the admission. The patient is recovering from this event as he awaits discharge to a skilled nursing facility. It was confirmed the patient¿s peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient plans to continue hd therapy on an in-center basis upon discharge with no plan to return to pd therapy as of most recent reporting.

Event description:
A patient contact reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized with peritonitis. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2024 following abdominal pain. Laboratory specimens obtained and tested in the hospital have not been provided to the outpatient clinic as the patient remains hospitalized and results were not reported to the outpatient clinic. The patient was diagnosed with peritonitis due to intra-abdominal sources. It was explained the patient has chronic gastrointestinal disease that causes diarrhea and is unrelated to pd therapy or the use of any fresenius product(s) or device(s). The patient¿s infection was determined by his nephrologist to be attributed to a transmigration of bowel flora due to chronic intra-abdominal inflammation. The patient was prescribed both intraperitoneal (ip) vancomycin and ip gentamycin (dosages, frequency and duration was not reported) to address the infection. The patient was able to undergo continuous ambulatory pd (capd) utilizing manual exchanges as capd was the preference of renal replacement therapy in the admitting facility. The patient¿s pd catheter (not a fresenius product) was removed on (B)(6) 2024 due to the nature and severity of infection and a central vascular catheter was placed in favor of hemodialysis (hd). The patient was able to continue with hd therapy on a hospital provided hd device (unknown brand and model) for renal replacement therapy for the duration of the admission. The patient is recovering from this event as he awaits discharge to a skilled nursing facility. It was confirmed the patient¿s peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient plans to continue hd therapy on an in-center basis upon discharge with no plan to return to pd therapy as of most recent reporting.